Event description:
On (B)(6) 2010, patient's husband reported elevated blood glucose readings of 333-503 mg/dl over the past 2 days. Husband stated, they noticed a large air bubble in the top of the insulin cartridge each time the patient's blood glucose has been elevated. Patient's normal blood glucose range is around 100-150 mg/dl. Patient's husband reported the patient has been changing out the infusion set and insulin cartridge each time her blood glucose is elevated and an air bubble has occurred. Husband stated, during the 2nd accessory change today, the patient also changed the infusion adapter for the 1st time in several months. Advised on changing the adapter with every 10th cartridge change. Husband reported infusion device is working properly currently and blood glucose levels are normal. Husband stated, only one large bubble appears at the top of the cartridge. He reported that insulin is often installed directly from the refrigerator. Advised to always allow insulin to warm to room temperature prior to install. Advised to have patient disconnect from the infusion site and attempt to prime; insulin flowed freely from the end of the infusion tubing with no error messages. Husband reported no error messages or alerts have occurred at any time. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.